Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer states they need to order a part for the seat frame that is not available any longer. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.